Event description:
Patient additionally reported via regulatory agency "chronic severe joint pains, widespread intestinal issues, fatigue, mind fogginess, atrophy of muscles, anxiety, hair loss, headaches, cloudy vision and insomnia"; these events are not device related.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. This report is in response to sus voluntary report mw5090127. Device evaluation: visual analysis of the returned device identified: crease fold, one opening linear on the radius and brown particles on the shell. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the radius and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one crease sharp opening on the radius due to fold flaw opening. Additional, changed, and/or corrected data: b.5., d.10., e.4., g.3., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.